Event description:
It was reported that when using the bd pyxis¿ es server unable to access server portal. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that users were unable to access patient encounter system (pes) portal. The technical support specialist (tss) completed server room maintenance to upgrade power, after which servers were restored. All messages were verified to have crossed successfully, and continuous monitoring throughout the day showed no further issues. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ es server unable to access server portal. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: medical device catalog, serial number, unique device identifier, medical device model and manufacturer date not available.